Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical canada. During disassembly of the device to determine root cause, the technician observed extensive water damage to the main board. The device was unrepairable and will be scrapped at zoll canada. Analysis of reports of this type has not identified an increase in trend.